Event description:
The customer reported suspected positive bi, was unable to recall the entire load. The customer stated that there have been no reports of injury related to the unrecalled items.

Manufacturer narrative:
.